Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 42mm bi polar component. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Patient was dislocating.